Manufacturer narrative:
After further communication with facility, it was determined that the original shipping materials sent on 01/21/2010 has not been received to date. These materials have been resent on 02/09/2010 for the return of the reported product. Once the device has been received and evaluated, a supplemental report will be filed. Additional info from the voluntary report: (B)(4): detachatip multi-use laparoscopic instrument, grasper. (B)(6): the reporter does want their identity disclosed.

Event description:
Event description received per phone call on (B)(6)2010 from (B)(6): "metal tip of grasper broke off and left in pt. Shows on x-ray, pt opted not to repeat surgery to retrieve." Event description received from on facility medwatch form. "The pt was admitted for a laparoscopic repair right inguinal hernia, which proceeded to conclusion. All sponge, needle and instruments counts were correct. Shortly after the surgical procedure, the sterile processing dept contacted the operating room when they noted a piece of one of the grasper jaws was missing (approximate size 1.5 cm). The physician ordered a radiograph, which revealed the jaw located in the region of the right inguinal repair. After physician consultation with pt, it was felt that the risk and benefits of additional surgical intervention did not warrant returning to the operating room to remove the retained foreign body without apparent harm."